Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo of a spring wire guide within its advancer tubing. Visual inspection of the photo did not reveal any defects or deformities on the guide wire. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The complaint of a kinked spring wire guide could not be confirmed by the customer photo. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the spring wire guide was found to be kinked during use on the patient. There was no patient injury. The current condition of the patient is reported as "fine."

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the spring wire guide was found to be kinked during use on the patient. There was no patient injury. The current condition of the patient is reported as "fine".